Event description:
It was reported that this pacemaker system exhibited impedance issues on the minute ventilation (mv) sensor. It was noted that this device was implanted in an off label manner by wrapping it in gore tex sheets. A signal artifact monitor (sam) episode was triggered. No adverse patient effects were reported. At this time, this device remains in service.